Event description:
Boston scientific has become aware of the following event: the ivus imaging was performed after two cypher implantation in lad. When the ivus catheter was withdrawn, it was stuck to cypher stent and unable to be withdrawn for 5 minutes. At least it was managed to be withdrawn.

Manufacturer narrative:
A review of device history record was performed on the batch and no issue or discrepancies were found. The DHR review showed that the batch met all required specs. No similar complaint by event description was found in the same lot. During investigation, bloodstain was observed inside of the distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The guidewire exit port was lifted 1.0mm and ripped 1.5mm long. The guidewire that was used during procedure was not returned. A guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter. During image characterization testing, good square image appeared in the systems and the product performed within specification. Root cause for catheter stuck in stent has not been determined. CAPA has been opened to further investigate and define any corrective or preventative actions which may be necessary to remediate complaints of this nature.